Event description:
During what was described as a "combined interventional procedure", the physician used a cook endoscopy fusion looptip wire guide in conjunction with another MFR's wire guide. A pediatric colonscope was advanced through the pt's mouth into the duodenum. The other MFR's wire guide was advanced through the endoscope accessory channel and the tip was located near the papilla. This wire guide could not be inserted for completion of an endoscopic retrograde cholangiopancreatography (ercp) due to an obstructed biliary duct. At this time, a percutaneous sheath was inserted though the abdomen of the pt into the bile duct. The cook endoscopy fusion looptip wire guide was advanced through the percutaneous sheath into the bile duct and exited the papilla into the duodenum. The loop tip of the wire guide was placed around the other MFR's wire guide and used to pull the other wire guide into the bile duct. The wire guides were pulled into the percutaneous sheath. At this time, the loop tip section of the fusion looptip wire guide detached into the percutaneous sheath. The fusion looptip wire guide was removed and a snare was used to retrieve the detached loop tip from the percutanous sheath. No portion of the wire guide remained in the sheath or the pt. The snare was then used to finish pulling the other MFR's wire guide into position through the percutaneous sheath. No add'l medical procedures were required due to this occurrence. The pt did no experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Conclusion: the most likely causes for this occurrence is the technique that was used (i.e. Using the wire guide through a percutaneous sheath to pull another wire guide) and failure to flush the wire guide and keep it wet during use. The info provided indicated the fusion looptip wire guide was advanced through a percutaneous sheath and the loop tip was placed around another wire guide to guide the cannulation of the obstructed biliary duct. The intended use listed in the instructions for use for the fusion looptip wire guide states that this device is used to assist in cannulation of the biliary and pancreatic ducts during ercp and to aid in bridging difficult strictures during ercp. While the fusion looptip wire guide was used in an effort to assist cannulation of the obstructed duct, this wire guide was used percutaneously and not during ercp. This is against the intended use. The technique of using the loop tip of the wire guide through a percutaneous sheath to advance another wire guide through the biliary obstruction could have contributed to the reported loop tip detachment. If the fusion looptip wire guide received additional pressure, perhaps in response to resistance during cannulation or withdrawal from the percutaneous sheath, this is likely to have caused the reported loop tip detachment. The info provided indicated the wire guide was not flushed and kept wet during use. This is against the instructions for use and this most likely contributed to the reported loop tip detachment. The instructions for use direct the user to flush the wire guide with 30cc of sterile water prior to removing the device from the packaging holder. The instructions for use also direct the user to flush the lumen of the accessory device to be used with the wire guide with sterile water. For best results, the user is instructed to keep the wire guide wet. Prior to distribution, all fusion looptip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because te info provided indicated the wire guide was used in contradiction with the intended use listed in the instructions for use. The info provided indicated the wire guide was used in contradiction with the instruction for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.